Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed evaluation results. One each of the following 6f angio-seal evolution components were received for evaluation: hemostasis sheath and carrier tube assembly. A partially opened aluminum pouch was also returned which is inconsistent with IFU. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The anchor and collagen are visible at the distal end of the carrier tube. The collagen was swollen and discolored consistent with bls exposure. The overall condition of the device is consistent with non-deployment. The handle halves were separated and the gearbox assembly visually inspected. Dried bls was observed on the rack/gear mechanism. More than four full turns of suture remained on the spool. Initially the gears could not be rotated, consistent with dried bls seizure. The gearbox was rinsed with water and the gears subsequently rotated in both directions without binding with rack. However, the compaction tube would neither advance nor retract consistent with detachment from the rack. No other functional anomalies were noted. Visual, dimensional and functional testing results could not confirm the complaint. The likely root cause is that the gear box assembly was affixed with dried bls which have affected its operation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 06/07/2017. Bleeding was controlled at the time with digital pressure for 10 - 15mins and no significant bleeding, or haematoma was noted in the recovery period.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported that the angio-seal evolution device failed to deploy. The following information was provided by the user facility: the 6f angio-seal evolution failed to deploy post procedure in the right femoral artery; the interventional associate is unsure as to what the cause may be; it was reported that when he advanced the deployment system then pulled back, the mechanism failed to deploy; the whole evolution system came out of the femoral artery; digital pressure was applied to site; no hematoma or complications were noted following the angio-seal failure; and there was no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The return device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.